Manufacturer narrative:
The device which was used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device and the root cause is undetermined. If the device is returned in the future this complaint will be re-assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. A device history report could not be performed as the lot number was not provided. This investigation is now complete with no further action deemed necessary, however instances of the reported event are currently being monitored to determine if additional actions are required. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the patient's spouse called because her husband's device presented a blockage full warming just some hours after it was placed. So she changed the canister even if that was not full and it solved the problem but it came back when she was not with her husband, so the nurse gives her the troubleshooting instructions to be performed as soon as she was back with her husband. It is unknown if the problem was solved and no serial number was available because the caller did not have the device with her at the moment of the call. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.